Event description:
Additional information was received. A revision procedure was performed. This lead was removed and returned for analysis.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this right ventricular lead revealed high out of range impedance measurements. In addition, noise was observed on the electrogram. Normal threshold measurements were obtained. It was thought there may be a lead fracture, however an x-ray performed could not confirm a fracture. A revision procedure is intended in the near future. No adverse patient symptoms were reported.

Manufacturer narrative:
Upon receipt, visual observation confirmed the entire lead was returned. Analysis revealed deformed conductor coils; some appear flattened; and puncture holes in the insulation on two sides along with a sharp bend in the poly insulation 170-175mm mm from the terminal pin. In addition, microscopic analysis revealed the lead was fractured at this same area approximately 172 mm from the terminal pin and a bend in the insulation at that same area. Body and body fluid was noted at that area. Analysis concluded that due to the location and type of damage, the fracture was likely caused by entrapment in the clavicle first rib region.

Manufacturer narrative:
As of this date, this lead remains implanted. When additional information becomes available, this event will be updated.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.